Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned for evaluation. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. Additionally, the blower assembly, inline prox filter, machine flow sensor and blower bellow needs replaced due to contamination. Also, the air inlet foam filter, proportional valve, 3-way solenoid valve, and muffler assembly needs to be changed due preventive maintenance. Findings not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : third party.